Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The logfile shows six successfully performed treatments. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The surgeon docked the pi on the left eye several times, so the suction duration was 61 seconds. Because the surgeon did not have a valid suction value, pressed the foot pedal to stop the vacuum process and to start the vacuum process (suction 1 and suction 2) again, it was not fired with the laser yet. Therefore the pi was docked twice on the left eye. Treatment for left was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient presented with diffuse lamellar keratitis in both eyes post lasik. Additional information received states the patient's topical steroid dosage was increased, an oral steroid was prescribed, and lift and rinse was performed. The patient's symptoms and improving. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.